Manufacturer narrative:
A review of the manufacturing lot history record shows that the reported lot was released to distribution on 09/16/2016 having met all manufacturing and quality requirements including product sterility testing. There were no manufacturing deviations or non-conformances associated with the manufacture of this lot. A review of the complaint log shows that this is the third complaint associated with the reported manufacturing lot number; the other two events were non-device related. The instructions for use for the cormatrix cangaroo ecm envelope (art-20524b) currently lists the risk of infection as a potential complication. Multiple attempts have been made to gather additional information related to this event and the site has declined to provide anything further. Should any additional information be obtained regarding this event, a follow-up report will be filed.

Event description:
It was reported that a cormatrix cangaroo ecm envelope was used in an implant procedure on (B)(6) 2016 after the ecm envelope had been soaked for approximately 1 - 2 minutes in bacitracin 100,000 units in 500cc of normal saline. Approximately 12 days later, on (B)(6) 2016, it was reported that there was a device and pocket infection. The device was explanted and the patient was placed on a wound vacuum. A new implant procedure was performed on the contralateral side. The surgeon believes that the event was possibly related to the device as it was stated that, "only new change and 2 device infections within 3 months." The patient has a history of obesity and type 2 diabetes mellitus.